Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the device observed the balloon to be unfolded. Saline solution was present within the balloon which indicated the device had been subjected to positive pressure. The balloon could not be inflated due to the presence of solidified medium which was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified medium before further inflation attempts were made. The device was then attached to an encore inflation device and was subjected to positive pressure. A balloon pinhole leak was noted 30 mm distal to the distal edge of the proximal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation for 3 seconds. The device was removed from the patient's body and completed the procedure with a different device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation for 3 seconds. The device was removed from the patient's body and completed the procedure with a different device. No patient complications were reported.